Event description:
It was reported that the customer's insulin pump alarmed low reservoir and the nurse requested assistance with changing the infusion set and reservoir. During the call, it was stated that the customer was hospitalized for low blood glucose of 32mg/dl. It was stated that the customer was lethargic and hypotensive. Advised the nurse that the customer should call us to troubleshoot the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.